Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Expired pod used: changing your pod, chapter 3 / page 24.   Warnings: do not use a pod if it is past the expiration date on the package. For:omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17.

Event description:
It was reported the patient's blood glucose level rose to over 400 mg/dl while wearing the pod between 4 and 24 hours. The pod was reportedly not sticking well to the infusion site (abdomen). When removed, the pod's cannula was found bent. As treatment, an injection (mdi) was administered and the doctor was called. Adjustments were made to patient device settings to administer additional insulin. The patient's blood glucose history is as follows:   time, bg(mg/dl) 6:30pm, 330. 7:30pm,over 400. Mdi administered, 300. 9:00pm, 175.